Event description:
It was reported by (B)(6) that the small battery drive device was noisy. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there was any patient involvement. It was not reported that there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date is unknown. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was noisy. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to motor assembly or electronic control unit (ecu) unit failure due to immersion during cleaning, which is misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.